Event description:
Hcp reported the patient had heard a crack during a refill procedure and complained of increased pain, though no other withdrawal symptoms. At the next refill, the hcp aspirated 18ml from the pump. A catheter dye study showed no catheter failure. A pump rotor test was done that showed the motor not to be functioning. The pump was explanted and replaced and returned to the manufacturer for analysis. The patient outcome was not reported. A follow up report will be sent when additional information is received.